Event description:
It was reported that the patient threw up and felt like a "shock" once in their heart. About a month later, the patient started to experience pain in their back. The next month the patient was checked and there was no pacing signal from the device. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).